Manufacturer narrative:
The serial number was not provided. If explanted, give date: not applicable, as the device remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted in the left eye last year and the patient has never felt clear. The patient's capsule has had yttrium aluminum garnet (yag) performed. The iol is clear in the left eye (there was no circular haziness centrally on the iol). The patient is being seen for a follow-up visit in two weeks for a dilated exam. No further information was provided. This report is for the patient¿s left eye event. A separate report will be filed for the patient¿s right eye event.